Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer noticed a difference between the sensor and the blood glucose readings. Customer stated that the sensor was reading below 40 mg/dl when the blood glucose reading was really 96 mg/dl. Customer also mentioned receiving multiple motor error alarms on the insulin pump in the past. Customer stated that they use the sensor feature and are able to complete the rewind sequence. Customer's blood glucose reading at the time of the incident was in the 145 mg/dl to 150 mg/dl range. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.